Manufacturer narrative:
During failure analysis, overheating was confirmed; the device overheated during performance testing. Visual examination revealed debris within the upper bearings of the device. The probable cause of the failure was attributed to the debris within the attachment. The presence of debris can lead to increased friction between the moving parts; this can lead to increased heat production. The micro drill medium straight attachment is not a repairable device.

Event description:
The stryker micro drill medium angled attachment was sent in for eval due to overheating. The event occurred during a routine maintenance visit; no adverse event was associated with the device.